Event description:
During functional testing, the device's pacer rate was not adjustable. There was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.